Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician was attempting to perform the transseptal puncture, but was having difficulty visualizing the needle in contact with the atrial septum. The physician crossed the septum using a non-bsc wire, but they did not visualize the wire in the left atrium, and they were unable to advance the sheath into the left atrium. Only the dilator allowed the wire to advance. The transesophageal echocardiogram (tee) physician stated that they were not comfortable and could not see the wire in the left atrium. The physician took out the needle and inserted a 0.32 in wire in the transseptal sheath and advanced it. They then used a 6.0 mm x 40 mm balloon over the wire and inflated it 2 times. They tried to advance the sheath, but were unable to do so. They reinserted the needle and dilator and advanced the transseptal sheath. The transseptal needle and dilator were removed, and again the tee physician stated that they could not see the sheath in the left atrium. Neither the wire nor the sheath was visualized on tee. The physician then asked for the sheath, and it was stated that the wire could be in a channel and not the left atrium. The physician asked for the watchman access system (was) and inserted it over the wire and advanced it. The tee physician thought they saw the was in the left upper pulmonary vein (lupv), but it was in the pericardium where the pericardial effusion had formed. The physician inserted a 6f pigtail catheter through the was and performed an angiogram. The contrast did not fill the left atrium, but accumulated in the pericardial space. The procedure was stopped and the physician performed a pericardialcentesis, removing about 500cc of fluid from the pericardium. The patient was prepped for surgery and taken to the operating room. The surgeon removed the was from the pericardial space and repaired a posterior left atrial perforation. The patient was doing well and recovering. The patient has been discharged home from the hospital.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician was attempting to perform the transseptal puncture, but was having difficulty visualizing the needle in contact with the atrial septum. The physician crossed the septum using a non-bsc wire, but they did not visualize the wire in the left atrium, and they were unable to advance the sheath into the left atrium. Only the dilator allowed the wire to advance. The transesophageal echocardiogram (tee) physician stated that they were not comfortable and could not see the wire in the left atrium. The physician took out the needle and inserted a 0.32 in wire in the transseptal sheath and advanced it. They then used a 6.0 mm x 40 mm balloon over the wire and inflated it 2 times. They tried to advance the sheath, but were unable to do so. They reinserted the needle and dilator and advanced the transseptal sheath. The transseptal needle and dilator were removed, and again the tee physician stated that they could not see the sheath in the left atrium. Neither the wire nor the sheath was visualized on tee. The physician then asked for the sheath, and it was stated that the wire could be in a channel and not the left atrium. The physician asked for the watchman access system (was) and inserted it over the wire and advanced it. The tee physician thought they saw the was in the left upper pulmonary vein (lupv), but it was in the pericardium where the pericardial effusion had formed. The physician inserted a 6f pigtail catheter through the was and performed an angiogram. The contrast did not fill the left atrium, but accumulated in the pericardial space. The procedure was stopped and the physician performed a pericardialcentesis, removing about 500cc of fluid from the pericardium. The patient was prepped for surgery and taken to the operating room. The surgeon removed the was from the pericardial space and repaired a posterior left atrial perforation. The patient was doing well and recovering. The patient has been discharged home from the hospital.

Manufacturer narrative:
H6: correction to evaluation conclusion codes - the evaluation conclusion was updated from 'known inherent risk' to 'unintended use error caused or contributed to event'.